Event description:
It was reported that "there was a bleed around the lead tip" that occurred "most likely towards the end of the procedure" that was performed on (B)(6) 2012. An MRI and CT scan were performed and the "bleed was confirmed." It was noted that the patient "sustained stroke like symptoms." No patient injury was reported. It was noted that the patient was admitted to the hospital under observation. It was further noted that the patient's stroke was "somewhat resolved as the patient's edema goes down" and the patient was regaining some of her movement on the left side. It was indicated that the "issue was located at the right side implant."

Event description:
Additional information received reported that "there was no problem with the implanted device." It was stated that "when the micro electric recording was completed and removed, blood came up and out of the cannula." A CT scan of the patient's head was done, and it revealed a hemorrhage at the site of the lead. The patient had a "prolonged recovery", but she "was improving." No further information was provided. Refer to duplicate manufacturer report #3007566237-2012-02382. All further information will be reported under this pe/MFR.

Event description:
Additional information indicated intracranial hemorrhage had occurred during surgery. The patient experienced a reduced level of consciousness and left side weakness with facial droop during stimulation and microelectric recording intra-op. When cannula was pulled out to place the lead, blood "was coming up." The patient was weak on her left side, more somnolent and facial droop was present. The procedure was completed and the lead was implanted. CT scan immediately post-op revealed a large area of acute intraparenchymal hemorrhage in the region of the "right basal" adjacent to the right lead.

Manufacturer narrative:
Product ID: (B)(4), lot# v568684, serial#, implanted: (B)(6) 2012, explanted:, product type: lead. Product ID: (B)(4), lot# v488642, serial#, implanted: (B)(6) 2012, explanted:, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# v568684, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v488642, implanted: (B)(6) 2012. Product type: lead. Corrections: PMA#. The manufacturing site ID was previously reported as # 3007566237. Additional review indicates the correct manufacturing site ID is # 3004209178.